Manufacturer narrative:
The device has been received in baxter, but has not yet been evaluated. A follow-up report will be submitted when an evaluation is completed.

Event description:
The facility rep reported a pump where, "plunger keeps slipping when occlusion test is done -1/2 nut is riding in the warm gear." The facility reported that the pump did not alarm because the pusher stopped moving forward near the 3psi range. The facility rep could see that the 1/2 nut was slipping on the lead screw and the pump was not able to push and produce anymore pressure to move beyond the 3psi range. Therefore, the 10psi range was not reached and the pump did not alarm. No pt injury or medical intervention was reported. No additional info is available.